Manufacturer narrative:
Pump was received with intermittent button response due to corroded keypad traces. No numbers scrolling up noted. Unit had cracked case at display window corner, minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump's up arrow was not responding properly. Customer also stated that numbers were scrolling on the screen. Blood glucose level at the time of the incident was 115 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.